Event description:
It was reported the lumify ultrasound system was not available during an emergent examination. The ultrasound system generated an error code during examination of a resuscitation patient. An alternate ultrasound system was used to complete the examination. There was no reported patient nor user harm as a result of the event. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
An investigation was performed, including manual reproduction testing using another device to identify the cause of the reported issue. The engineering team determined that the transducer usb-c connector can exhibit reduced mechanical retention when mated to the tablet port. This can lead to an intermittent issue where the firmware version is unrecognized. When this occurs a prompt to reregister the transducer is displayed.